Event description:
Additional information received from the healthcare provider (hcp) reported that the fall was not unusual. No other details or concerns were available. The patient had been sent to the physician treating the patient at that time. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, implanted: (B)(6) 2007, product type: lead. Product ID: 3387-40, lot# j0519663v, implanted: (B)(6) 2005, product type: lead. Product ID: 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 748240, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).

Event description:
The consumer whose indication for use was dystonia and movement disorders reported that they had slipped on the stairs and fell in 2013 and there was a loss of stimulation. No diagnostics, troubleshooting, symptoms, or interventions were provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.